Event description:
It was reported that during initial surgery, the ceramic liner fractured during impaction. The liner could not be removed from the cup/shell, so the surgeon removed both components resulting in prolonged surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 bonemaster ltd acet shl 54f, item# 010000704, lot# 7228681. Foreign source: belgium. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified that the ceramic liner has fractured on the top face, there are metallic grey marks all over the the fracture site (most likely caused by the explantation), also part of the liner is missing. The still attached g7 shell has impact marks and damage over most of the top surface again most likely caused by explantation. Further analysis of the returned device could not be completed as the fracture surface was damaged obscuring the fracture artefacts. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.